Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device took an extended time to charge to 150j. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The logs were reviewed for the reported event date and showed charge attempts where the device was fully charged after eight seconds and then 20 seconds. All charges were within the 25 second specification for a device operating on battery power as specified by the operator's guide (93650-002355-01, rev: g). The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.